Event description:
Robotic instrument - lg suturecut needle driver now contain 15 lives but it is a common problem that the cut feature on this instrument goes dull. This instrument has 7/15 lives remaining and it was returned with a note stating "not cutting properly". I will return this to intuitive for reimbursement. Lot # k10220802 0349 product # ref # 471296 ver 07. FDA safety report ID #(B)(4).